Event description:
It was reported that, after a robotic laparoscopic ventral hernia repair during undraping, the arm threw two errors reading "warning non-recoverable arm error", and "danger: arm error". There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the field service report and the device data logs for the reported arm cart assembly (sn: (B)(6) review of the field service report indicate that during activation of the tilt button, a non-recoverable error occurred on sa_j4 (joint 4 on setup arm) of 'sa_j4_brake: motor failure'. Error codes 'robotic arm (ra) motor state error','arm non-recoverable error_ ra brake state error' and 'motor state-brake state agreement' were also observed in the logs. The corresponding error message related to the above error codes is: "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." It was not possible to reproduce the failure in the field by manipulating the arm cart assembly and putting excessive force on the arm cart assembly. Functional test with ring transfer was performed with no errors. Evaluation of the device data logs indicate further fault events on the same arm cart assembly occurred after the procedure had concluded, consistent with the reported error messages. The logs identify error codes indicating a motor-related failure condition on sa_j4. The logs show that both the motor current sensor and motor position sensor reported a quality status of "bad", and these conditions coincide with the non-recoverable arm cart assembly error events recorded by the system. Although the failures are confirmed by the error codes, there is no objective system evidence identifying the initiating condition that led to the degradation of the motor sensor signals. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit idu. This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after a robotic laparoscopic ventral hernia repair during undraping, the arm threw two errors reading "warning non-recoverable arm error", and "danger: arm error". There was no patient injury.